Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffered dislocation.

Event description:
It was reported that the patient suffered dislocation. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event was unable to be confirmed as the product was not returned. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. No other complaint on the issue has been recorded for gts standard femoral stem (all reference) within one year. An investigation has been performed, consisting of a documentary review. The review of the device manufacturing quality and product analysis can't be performed as the batch number was not communicated and the product was not returned. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number not communicated.